Manufacturer narrative:
(B)(4).

Event description:
The health care provider reported via the company representative that the implantable neurostimulator (ins) battery depleted prematurely. The ins was empty after one year. The ins was replaced.

Event description:
It was additionally reported that the ins showed end of service (eos). If additional information is received, a follow up report will be sent.